Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01796.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. While attempting to advance another smart coil, the same issued occurred. The smart coil also would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance; however, additional resistance was experienced due to the pusher assembly kink and the smart coil could not advance any further. Evaluation of the second returned smart coil revealed that the device was advanced through its introducer sheath and the embolization coil was sticking out of the introducer sheath distal tip. Further evaluation revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent microcatheter prior to advancement, the embolization coil may begin to form within the hub. If this occurs, resistance may be experienced during advancement and damage such as offset coil winds may occur. Further evaluation also revealed coagulated within the introducer sheath which prevented the smart coil from being advanced or retracted through its introducer sheath during functional testing. This damage was likely incidental to the reported complaint and likely occurred after removal of the device from the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01796.